Event description:
After 20 hrs of iab therapy, the pump alarmed and blood was noted in the tubing. The iab was removed and not replaced. No injury or further complications occurred. The pt has since been discharged from the hosp.